Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty downstream occlusion (dso) sensor. The downstream occlusion sensor and downstream occlusion bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize cassette. There was no patient involvement, and no harm.